Event description:
Pt presents with a diep flat procedure for breast reconstruction, complained the abdominal wound from the donor site was inflamed with painful subcutaneous nodules at the incision site. Subsequently over the next 7 days the wound dehisced. Insorb staples had broken down and were coming out of the wound. The affected area measured 18 cm by 7 cm with a depth of 5 to 6 cm. Under general anesthesia the surgeon debrided area and removed staples. The wound however could not be closed due to the inflammation and large amount of tissue damage. The pt received advanced wound care with a negative pressure wound vac. The incision will require 4 to 6 weeks of specialized care. Original surgery on (B)(6) 2012. First wound debridement was on (B)(6) 2012. Second wound debridement under general anesthesia on (B)(6) 2012. Vac wound treatment to extend to 6 to 8 weeks for wound to close. Dates of use: (B)(6) 2012. Diagnosis or reason for use: breast reconstruction with abdominal flaps.